Manufacturer narrative:
If explanted; give date: not applicable as healon5 pro is not an implantable device. If explanted; give date: not applicable as healon5 pro is not an implantable device. Phone number: (B)(6). Device evaluation: product testing could not be performed since at the time of this investigation, the product has not been received for evaluation. Therefore; the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed six (06) additional complaint folders for this po number. The complaint issue could not be confirmed, and no product deficiency could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that after injection of the ophthalmic viscoelastic material (healon5 pro) a small particle of plastic was observe in the patient's operative eye. Account indicated that the doctor removed the particle with forceps. No patient injury was reported. There was no medical intervention or surgical intervention required. The patient has reportedly fully recovered. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes; returned to manufacturer on: jul 18, 2022 section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The complaint sample consisted of an activated syringe with no expellable healon solution remaining. The cannula was attached at luer mount end. The plunger rod with the attached rubber plunger had been removed from the glass cylinder. Based upon the visual inspection of the complaint sample and the customer¿s narrative, the reported device problem of foreign material - loose (plastic material) was not confirmed. However, this investigation confirms that there was dried healon material present on the inner wall of the glass cylinder but no identified foreign materials. This is an expected finding as the rubber plunger had been removed allowing the remaining healon solution to dry. The inspection of the accompanying photograph of the material found could not identify the particle nor its source. This investigation has not observed the plastic material reported by the customer and therefore no product defect (material found in the solution) can be confirmed nor a probable cause determined for this observation. Based on the information obtained, the complaint issue reported could not be verified and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.